Event description:
The manufacturer was made aware of an instrument malfunction on 11/04/2022. It was reported that a distal tine of a system counter torque sleeve fractured while being used during a surgical procedure on (B)(6) 2022. There were no known patient complications or delays in treatment. An alternate available instrument was used to successfully complete the procedure. A return authorization was issued for return of the complaint instrument, which was received at the manufacturer for assessment on 11/17/2022.

Manufacturer narrative:
A visual assessment of the returned complaint counter torque sleeve showed an instrument with repeated use, as identified by worn laser markings, surface scratches, and implant engagement wear marks. One of the four distal tines was fractured from the instrument as reported. A functionality assessment was not performed due to the damaged condition of the returned counter torque sleeve, which was removed from distributable inventory. A DHR review was performed for the complaint device lot and there were no manufacturing anomalies identified. The device lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 1/29/2016. It is unknown why one of the distal arms of the counter torque sleeve could be fractured. It may be possible that the counter torque sleeve may not have been entirely engaged with the implant construct, and the distal arm that was engaged may have fractured due to the rotational force applied. The root cause of this complaint cannot be reliably determined. There have not been any other complaints of similar nature in the past 12 months. The manufacturer will continue to monitor this instrument for complaints from the field.